Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the stimulator wasn't doing what it was supposed to. Since implant, the therapy sometimes worked, then towards the end, it didn't work at all. This was noted as an intermittent issue that progressed from implant until the therapy did not work at all starting in (B)(6) or (B)(6) of 2017. The patient was struggling to get it to do what it was supposed to do. The patient clarified that by ¿didn't work¿, he meant that the implantable neurostimulator was still stimulating, but it was not helping or addressing the pain that it was implanted for. The health care provider did another back surgery and decided to just remove the implantable neurostimulator in (B)(6) 2017. There were no further complications reported.